Event description:
It was reported that insulin was leaking in the area of the adapter, which connects the infusion device, the cartridge and the tubing. After changing the adapter and tubing the issue was resolved.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.